Event description:
Patient presented to the physician, post-implant procedure, with a hematoma at the chest incision site. Physician brought the patient into the operating room, drained the hematoma, and closed. This resolved the issue.